Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The reload was received fully fired. Upon further inspection, the reload was noted to have the cartridge deck damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open laparoscopic anterior resection, although the first firing loading a blue cartridge could be fired without any problem, the knife was not returned to the home position and the jaws became not to be opened at the second firing. The cartridge was gold. Additional cut and suture were performed. There were no adverse consequences to the patient. The target tissue had clipped to confirm whether the tumor was there or not, and the device seemed to be clamped the site.